Event description:
Patient reported the loss of 3 v-go 20's on (B)(6) 2020. Patient reports that yesterday within moments of replacing his v-go the adhesive pad did not stick and the v-go fell off. This happened 2 more times in a similar amount of time. Patient reports cleaning area thoroughly each time but acknowledged that he does not have access to alcohol swabs.